Event description:
General report received of an unspecified number of undocumented incidents of leaks. On unspecified dates, the tubing sets were being used to deliver either unspecified volumes of normal saline or 5% dextrose in water at unspecified rates during rapid fluid resuscitation simulations. The customer contact reported that during the middle of infusions while the solution containers were under 300mmhg of pressure, unspecified volumes of solution leaked from the air filter vent on the piercing pins of the tubing sets. No further information is available.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel